Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper hand file separated; the separated piece was not retrieved.

Manufacturer narrative:
Among the 12 returned assorted files, we find a broken s1 (torque) and two broken f1 (fatigue). No material defect was found during analysis of the rupture patterns. No unused s1 or f1 file available for evaluation. The other files have been used but are not damaged. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. When the device was received, it was discovered that the wrong device was reported in the initial report. We have corrected the information (catalog #).